Manufacturer narrative:
Occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient went to an urgent care facility due to feeling as though something was in the left eye two weeks post photorefractive keratectomy. The patient was noted to have dry eye and the patient "put two bottles of water in the eye to dry it out". It was noted that the patient's symptoms resolved one week later.